Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at bevel edge; the metal cap exhibits moderate detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks; the connector cone, segments, and tabs appear in good condition and secured. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that 3:52 minutes, 23,330 joules while using the surgical fiber during a prostate procedure, the fiber overheated. The fiber was replaced and the procedure continued using a second surgical fiber for 6:12 minutes, 39,372 joules, until an overheat error message was received. The fiber was again replaced and the procedure completed using a third surgical fiber. There was no injury reported. This event is for the 2nd surgical fiber used.